Event description:
Pt had spinal cord stimulator inserted on (B)(6) 2018. Returned to hosp (B)(6) 2018 with lower extremity paralysis. Returned to operating room for removal of stimulator and evaluation of epidural hematoma.